Event description:
Tech alleged the ground prong on the power cord was loose and caused the bed to fail the ground reading. No pt impact.

Manufacturer narrative:
The tech replaced the power cord to resolve the issue.